Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer removed the endoscope from universal surgical manipulator (usm) 2, rotated the endoscope to a desired position, cancelled guided tool change (gtc) and then reinstalled the endoscope, which resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the issue was due to an improperly seated endoscope.

Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the endoscope on universal surgical manipulator (usm) 2 rotated 90 degrees automatically. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse could not find any related errors in the logs. The procedure was completing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the issue occurred on two different endoscopes. The issue was resolved after reseating the endoscope and resetting the gtc memory.